Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had multiple no delivery alarm. The blood glucose level is 300 mg/dl. Customer declined troubleshooting, but pump will be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.